Event description:
During the procedure the cryoablation machine was not working properly and according to the rep who was handling the machine, the issue was that the box would not completely defrost after the first use. It was rebooted and functioned properly. There was no patient harm.